Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was returned in segments, analyzed and the inner insulation of the lead became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant and stretching. (B)(4).

Event description:
It was reported that during the implant procedure, the extension of the lead helix was confirmed before insertion and after implantation, the helix had to be rotated more than twenty times to extend. The lead then dislodged and it was noted the physician "felt discomfort with number of rotations to extract the screw" and the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.